Event description:
Additional information received confirmed that this event is duplicated from cmp-0595469 submitted on 17 april 2020, MFR # 0001038806-2020-00708.

Manufacturer narrative:
Additional information received confirmed that this event is duplicated from cmp-0595469 submitted on 17 april 2020, MFR # 0001038806-2020-00708. Upon a reassessment of the reported event it has been determined the event no longer requires a report and it will be voided as duplicate. As a result, no further medwatch reports will be submitted under this MFR number. For follow reports of this event, please refer to MFR # 0001038806-2020-00708. The following sections have been updated: g7: checked "follow-up"

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bost510) was removed due to infection and bone loss at tooth location 19. Edema, inflammation, dehiscence and pain were also reported.